Event description:
It was reported via a clinical equinoxe shoulder study, that a 66 yo male patient, who had an initial left shoulder implanted on (B)(6) 2018, developed worsening shoulder pain w/out inciting an event on an unknown date in 2022. X-rays demonstrate glenoid loosening and osteolysis around stemless component. The patient had a subacromial corticosteroid injection. Relative rest, activity modification, and nsaids were prescribed. Outcome is continuing. The patient is considering revision surgery. The study indicates that this is definitely not related to the devices or the procedure. No further information known.

Manufacturer narrative:
D10: concomitants serial number item number and full description (B)(6), 300-62-03, stemless humeral comp integrip, cage, size 3. (B)(6), 310-60-53, stemless humeral head extra short, 53mm (beta).